Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, rs- coil ptfe insulation was noted very bunched in several places with the rs- coil itself deformed/out of alignment in those areas due to pressure from the ptfe insulation. Subsequent electrical testing did not identify any product abnormalities. A stylet was passed successfully into the lead but resistance was encountered at approximately 420mm from the terminal pin due to bunched insulation and offset coils. The helix could not be manipulated via the terminal pin but could be actuated from the tip when turned with tweezers. Laboratory analysis confirmed the reported helix issue as an apparent result of the ptfe insulation and coil deformation. Analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged at routine follow-up 6 weeks post-implant. A revision procedure was performed wherein the physician attempted to reposition the lead but was unsuccessful as the helix could not be extended/retracted either while in situ or when tested externally in the sterile field. The procedure was completed with the implant of a new rv lead with no further complications. No adverse patient effects were reported.